Event description:
Baxter 3 way stopcocks -product #2c6240- are cracking and leaking IV fluid. This is leading to a loss of infused drug during total intravenous anesthesia and a potential for contamination of the IV lines. We have seen multiple instances of this problem; three occurred today during an anesthetic on one patient. Lot # 7-36-1-347. The cracks occur in both the body and the female luers of the stopcock. We have seen this problem before, possibly with other lots used for infusion of propofol and remifentanil.